Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:36:46. During night drain cycle four, the patient's ultrafiltration reading was 1223ml, indicating the home patient (hp) drained 1223ml more than their maximum programmed fill volume of 1600ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was an unexpected high ultra filtration (uf). Should additional relevant information become available, a follow-up report will be submitted.